Event description:
It was reported that the device failed with an accuracy deviation of +8.45%. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction. D9: date returned to mfg.: 5/27/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device failed with an accuracy deviation of +8.45% during testing¿ was not confirmed through three accuracy tests. All three test results fall within the lower and upper specification limit of 18.2ml to 22.2ml. Test one: 21.8ml, test two: 21.8ml, test three: 21.6ml. Further investigation found the device was not retaining time and date. Charged device for three days via ac adapter. Device now holds time and date properly. Replaced downstream occlusion (dso) seal as preventative maintenance. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.